Event description:
It was reported that a user experienced low glucose readings while using the ilet system, with a reported value of 72 mg/dl after having declared dinner and then continuing to run low; the user attempted correction with food but did not declare additional carb intake for the corrective snacks and was advised to wait for a pump alert before treating with 10¿15 g of fast-acting carbohydrate to avoid insulin stacking. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included troubleshooting and education with guidance on safe correction practices. Investigation of this case revealed no device malfunction and suggested user management factors related to undeclared corrective carbohydrate intake following a meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.